Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd ms3 pump lost programming. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received in damaged physical condition. The rear housing of the syringe holder was damaged. No evidence of reported problem in event log was found. During the evaluation of the device, the device was found to have lost its programming due to its inability to hold all programming after two days without power from the battery. This was found to be a battery issue and that the aaa batteries must be replaced as soon as possible after the pump gives low battery notification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.